Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn (B)(4)) generated "low coolant" alarm was confirmed during event log review but not during functional testing. The console passed the functional testing and performed as intended. In addition, the coolant level was checked and was within the specification. Therefore, the root cause of the reported complaint remained undetermined. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. Event log data review was performed and revealed multiple alarm_coolant_empty error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. Also, the event log review recorded multiple tcm ID:06 (ce post failure) error messages, unrelated to the reported complaint. However, the tcm ID:06 error could not be reproduced during the console testing. As a precautionary measure, the pic-16 board was replaced. The thermogard console passed the initial functional testing with no issues. The investigation found no device malfunction. Following service, the thermogard xp ivtm system passed the final testing without any error.

Event description:
Prior to the patient use, the thermogard console (sn (B)(4)) displayed a "low coolant" message after power on. The user added a coolant, however, the self-testing took a long time. The console was rebooted multiple times and the coolant well lid was reinstalled, however, the "low coolant" message displayed again. The user decided to use cooling blankets to start the patient treatment. No consequences or impact to patient.